Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-june-2024, it was reported by the patient that he receives an alarm, hyperglycemia and traces of ketones within 3 hours of insertion. High blood glucose level was 600 mg/dl. Infusion set was placed in abdomen. In troubleshooting blockage was found at site. No further information was available.